Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to duplicate the reported complaint. For system testing, the instrument would not go through a 8mm cannula, so a 13 mm cannula was used. Recognition and engagement passed. The instrument knife blade fired successfully but the instrument did not have intuitive motion because of damage to the snake wrist. The instrument knife blade cut cleanly through red foam. No bio debris was found in the blade tract and the instrument blade looked clean. Remote fe showed 16 incomplete cuts on the msc log files during 20 minutes of usage. Based on visual inspection, the instrument was found with a dislodged snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a vessel sealer instrument blade was fine but on the approximately 25th fire, it would only do a half cut. This was the second instrument used in the same procedure. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.